Event description:
It was reported that during patient use, a ventilator's lower display was blank. The patient was transferred to another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the liquid crystal display (lcd) panel, which resolved the reported issue.